Manufacturer narrative:
Unit received with critical pump error (open book image) after battery insertion due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Corroded force sensor assembly and moisture damage on motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a moisture damage. Customer stated moisture was inside screen. Customer stated that display was not affected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.